Event description:
One of the 4 titanium screws in right foot broke in half and titanium plate in left foot broke in half, the screws were whole. Surgery for bunions was in (B)(6) 2009. Surgery to remove the hardware was in (B)(6) 2010.